Manufacturer narrative:
Two equal devices reported in this complaint, no references and lots are available. It seems that this is an out of label case. In fact, the cages were implanted without additional fixation which is mandatory.

Event description:
The patient reported pain in the neck. X rays showed subsidence of the cages and a slight retroposition of the lower implant. It seems that the implants broke into the vertebral body and subsided into it. The surgeon performed an additional surgery with anterior repositioning of the same cages and cervical plating with mecta c. During primary (performed about 8-10 weeks ago), two cages were implanted without additional fixation/plate (stand alone). The devices were implanted in a way that could be called over the posterior border. Because of the short neck the surgeon was unable to fully verify the position intraoperatively. The surgeon did not have any problems during primary surgery.